Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and posterior acetabular wall fracture. The date of the fracture is unknown. While trying to remove the liner from the cup, an instrument broke (unknown manufacturer) and the cup was noticed to move some. In addition to what were previously alleged, ppf alleges pseudotumor and metal wear. Updated dor and event date. Added age, lawyer, law firm, surgeon, hospital, product details, patient harm and pec. Doi: (B)(6) 2009; dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.